Event description:
During a retrospective complaint review, devilbiss healthcare identified a devilbiss model 525ds oxygen concentrator from a distributor with a complaint of "hot, melted." The complaint was reported on (B)(6) 2018. There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss healthcare evaluated the unit and determined the oxygen concentrator demonstrated evidence of thermal damage to the compressor housing and components. The cooling fan was operational at the time of the investigation, and the unit registered multiple high-temperature alarms. The root cause investigation did not reveal a definitive cause of the high-temperature conditions, but the most probable hypothesis is intermittent fan performance due to a poor fan wire harness connection, which was corrected before the unit was returned to devilbiss. Devilbiss has an active CAPA for fan related issues.

Event description:
During a retrospective complaint review, devilbiss healthcare examined a complaint received from a distributor on october 29, 2018 involving a devilbiss oxygen concentrator that was "hot, melted." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit at the time and determined that while the unit's cooling fan was operational during inspection, its performance had likely been intermittent due to a faulty fan wire harness connection, which had been corrected. The unit did register multiple high-temperature alarms, and the internal thermal cut-off would have operated to shut the unit down at the proper cut-off temperature. Devilbiss has an active CAPA for fan complaints.